Event description:
During pt treatment with the model 3100a, the 3100a began emitting a loud hissing noise. While the 3100a was apparently functioning entirely properly, the pt was placed on another 3100a as a precaution. The pt was not compromised.